Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after intubation, the cuff leaked. There is no reported patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, immediately after intubation, the cuff leaked and the tidal volume was not maintained. It was reported that the patient was reintubated and tracheostomy was done.